Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the flange was broken. There was no patient outcome reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the flange was broken. It was indicated that unit was replaced by a new one which required an operating room procedure.